Event description:
Severe tissue, muscle and bone damage secondary to biomet m32a 38mm hip implant. Extreme metallosis, osteolysis and fractures resulted. Revision done at (B)(6) clinic by dr (B)(6) in (B)(6) 2016. Metal levels remain high, slowly coming down. Pt's mobility and quality of life have been permanently affected. In (B)(6) 2016, my wife began noticing and squeaking in her right hip. Made appt with local orthopedic office and xray was taken. Bone loss of greater trochanter noticed. Bone scan ordered. Two days later my wife turned to set down her work briefcase and heard snap and could not bear weight on right hip after. Borrowed walker to use. Got in to see orthopedic physician and review bone scan, massive osteolysis and metal levels were very high. Discussed referral to (B)(6) clinic because of severity. Referred to dr (B)(6) at (B)(6). At (B)(6) extensive osteolysis was confirmed and two fractures, one in acetabulum. Revision surgery set for (B)(6). Prior to surgery, a fluid aspiration was done of the hip joint to check for infection, no infection found. (B)(6) and I have always been active and enjoyed the outdoors. I saw the first signs of unusual pain when we were snow shoeing in (B)(6) 2016 and also when hiking on local trails. As a teenager (B)(6) ran track in high school and her job as a university nursing professor and past hospital nurse involved much standing and walking versus desk work. Her cancer is in remission. (B)(6) has a high pain threshold and does not like to take medicines in general. She does take ibuprofen daily for pain, typically in the afternoon and evening. When she first gets up from sitting, she is extremely stiff and takes a few mins to get fluid but limps always. I will often help her stabilize when first getting up by holding her right hand. When driving she needs to get out and walk every couple hours and stretch. (B)(6) next planned check up is next (B)(6) at (B)(6) clinic. (B)(6) has completed two full courses of pt to work on strengthening her abductors on the right side due to the damage done to them.